Event description:
Patient reported "left side wrinkling in its contours that may be related to capsular contracture," baker grade unknown via ultrasound. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation:  capsular contracture.

Event description:
The device has been explanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii/IV and rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., b.5., b.6., d.1., d.2., d.4., d.10., g.2., h.4., h.6. Reason for reoperation: capsular contracture, baker grade iii/IV and rupture.